Manufacturer narrative:
The additional proglide device referenced is captured under a separate medwatch report. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using the pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. The sutures of the first proglide were successfully preplaced. Reportedly, the physician removed the plunger prior to deploying the needle on the second proglide device and therefore; the sutures of another proglide device were preplaced. The sheath was upsized to 16f and the aaa procedure was completed. During closure, one of the preplaced sutures broke and an additional proglide suture was deployed to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.